Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device with number 266690, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, date of implant (field d6) was updated from (B)(6) 2002 to (B)(6) 2004 on this form per invoiced date found in mdt. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 330cc mentor smooth round high profile on both sides on (B)(6) 2002 and was presented with bilateral implant deflation and calcium deposit build up and dense breast tissue confirmed via ultrasound on (B)(6) 2018 and 3d mammogram on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.